Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5 foreign material was located in the air/water cylinder and tubing. The IFU contains the following information related to the failure mode: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the foreign material may have been unremoved because the device was not reprocessed properly due a failure to follow IFU instructions. Olympus will continue to monitor the field performance of this device.

Event description:
While inspecting an olympus evis colonovideoscope, it was discovered that foreign material was in the air/water cylinder and tubing. There was no patient involvement during this event.